Event description:
Information was received that the enclosure of the device appears to have been damaged. According to the provider, the patient was using the device at the time of the reported incident and indicated that he was going to see his doctor due to alleged smoke inhalation. The patient has not had any further contact with the provider and has not returned their phone calls requesting additional information. It is unknown if medical attention was sought. Attempts to have the device returned for evaluation have been unsuccessful. The alleged failure has not been confirmed.